Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The blood glucose reading was 46 mg/dl. The patient treated herself with food. Prior to the event, the customer experienced perspiration. During troubleshooting, the patient was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.